Event description:
Patient had the essure procedure (B)(6) 2012. She presented shortly after with severe signs of an allergic reaction; asthma, itching in mouth and ears, runny nose, and watery eyes. No nickel allergy test was confirmed, however, patient said she has a sensitivity to some metals. Physician decided to remove the devices (B)(6) 2012 and performed a hysteroscopic removal of both devices which came out easily and performed a laparoscopic bilateral tubal ligation. Physician noted inflammation of both tubes and feels the patient was having an allergic reaction. She felt it was medically necessary to remove coils to relieve her patients symptoms. Patient follow up showed within two days post surgery all signs of allergic symptoms dissipated and patient is feeling much better.